Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Event description:
As reported, during a lower limb arterial thrombectomy using this fogarty embolectomy catheter, it was found that the catheter sheath was leaking air and could not be used. The issue was solved replacing the unit. There was no allegation of patient injury. The device was available for evaluation.